Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) performed a site visit and replaced the left master tool manipulator (mtml) due to repeated recoverable faults leading to discontinuation of use by the surgeon. An error was identified indicating that the mtm wrist pitch motor did not respond as expected. The mtml was replaced to correct the reported problem. The system was then tested and verified as ready for use. Isi received the master tool manipulator (mtm) associated with this complaint. Failure analysis confirmed but did not replicate the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with in-house instruments. No issues were observed, and the unit passed the system tests. After running the fitness test, the unit failed verify encoder calibrations and gravity balance test post sine cycle testing. After running calibrations, the mentioned tests passed. 1hr slow speed sine cycle on the wrist pitch axis was performed and passed. An additional finding of failure for slow gravity balance test post sine cycle for wrist pitch (axis 5) was observed.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the system produced repeated recoverable faults. The site troubleshooted the problem and performed a hard reboot, which resolved the fault at the time of the call. The procedure was able to be continued robotically, however the technical support engineer (tse) indicated that the faults on the master tool manipulator (mtm) could come back during the case. The procedure was later converted to an open approach unrelated to the da vinci system. Follow-up with the surgeon confirmed that they opted to convert to open surgery due to patient anatomy; the patient had severe adhesions from previous peritonitis.